Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Additional information: one companion sample was received in the original packaging. The cassette was placed on the machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The reported issue was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of this report was not determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The hp stated there was air in the patient line. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp end therapy and recommended to contact their nurse and start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. Per the care giver (cg), nothing was noticed with the supplies and using new supplies resolved the alarm. A companion sample was available and requested with lot number h10l17040. The nurse was not contacted so baxter advised they contact the nurse regarding the event. No patient injury or medical intervention was reported.